Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system was selected for use. After transseptal access using a versacross connect kit, a full dose of heparin was administered. A thrombus was then noted on the non-boston scientific pigtail catheter and the was sheath. The physician successfully aspirated the thrombus through the was sheath and the closure device was implanted with no further complications reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system was selected for use. After transseptal access using a versacross connect kit, a full dose of heparin was administered. A thrombus was then noted on the non-boston scientific pigtail catheter and the was sheath. The physician successfully aspirated the thrombus through the was sheath and the closure device was implanted with no further complications reported.